Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm. Model #: sc-4316, lot #: 17805615, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.